Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficulty positioning the gated suture trimmer was confirmed based on the returned condition of the gated suture trimmer. The reported difficulty and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the arteriotomy closure of the right common femoral artery was attempted using a proglide device after a nuero interventional procedure. Reportedly, the suture trimmer did not work and would not slide at all. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.